Event description:
On (B)(6) 2025, patient underwent left leg diagnostic angiogram. 5 fr mynx opened however it was noted there was resistance on the sheath. Sheath discarded. New sheath opened and no resistance noted. Mynx utilized and no harm noted. Patient tolerated well and discharged home.